Event description:
Cylinder was painted with the industry standard color of blue (nitrous oxide) instead of green (oxygen). Paper label for contents of the cylinder labeled as oxygen. Valve stem on the cylinder was pin indexed for the industry standard to allow an oxygen regulator.======================manufacturer response for medipure medical gas cylinder (per site reporter).======================manufacturer will conduct the analysis of the contents of the cylinder.